Event description:
It was reported that high capture threshold and high voltage lead impedance was observed on the rv lead. This may indicate some developing exit block. Programming changes were recommended. No further information available.

Event description:
New info received notes that the recommended programming changes were made. The patient is stable and is being monitored through merlin.net.